Event description:
It was additionally reported that the device was replaced. See MFR 3007566237-2012-00035 for additional details related to events post replacement.

Event description:
It was reported that the patient experienced loss of stimulation sensation. Impedance readings revealed that half of the contacts had impedance readings greater than 4000 ohms on some of the bipolar pairs. There were open circuits with 4, 5, 6; normal combinations were found on the other pairs.

Manufacturer narrative:
Extension model 7495-51, serial # (B)(4), implanted: 2000 (B)(6), explanted: unknown, extension model 7495-51, serial # (B)(4), implanted: 2000 (B)(6), explanted: unknown, lead model 3887-28, serial # (B)(4), implanted: 2000 (B)(6), explanted: unknown, lead model 3887-28, serial # (B)(4), implanted: 2000 (B)(6), explanted: unknown, programmer model 7435, serial # (B)(4).